Event description:
It was reported that the catheter was placed on (B)(6) 2024 in the right arm. On (B)(6) 2024 the device was used for chemotherapy therapy of oxaliplatin 260 mg, after about 190cc the nursing staff and the patient found fluid leaking from the insertion point and there was an evident skin extravasation in the inner portion of the arm. The administration is immediately interrupted. Swelling with a diameter of 9.5 cm x 7 cm is detected in the arm at the site of extravasation. The skin is pink with no signs of inflammation and the patient complains of a slight tingling sensation. Multiple subcutaneous injections of sodium thiosfate and a warm moist compress are performed. Infusion of glucose 5% 100 cc is performed subcutaneously to dilute the extravasated drug in the subcutaneous site. It is recommended to perform moist hot compresses at home for 20 minutes 4 times a day and take capecitabine as per the therapeutic regimen. At the end of the term, the patient no longer reports a sensation of tingling at the extravasation site. At the next checkup (3 days later) a reduction in the extravasation of 6 x 7.5 is detected on palpation and during arm movements the patient complains of pain. The skin is pink and not erythematous, continuous with moist hot compresses at home. On (B)(6) 2024, the doctor on duty was notified and the PICC is removed. Chemotherapy therapy is not resumed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.